Event description:
Defective brand new cgm libre3/3+ reported repetitively glucose measurements around 54. After carbohydrate ingestion, several times, I had a manual tester brought to me. My blood glucose was over 500! I switched the cgm and had to bolus. I even weighed the new libre against my manual tester. The newly placed libre showed a reading of 98, versus my manual of 73. I was having symptoms of hypoglycemia after being hypoglycemia previously. I was hospitalized on (B)(6) 2025, for accidental overdosing of insulin. I feel the misjudgement was caused from an error in value from my libre cgm. Even in the hospital, it was documented the cgm was 50dl/ml off from the hospital's manual tester. I had numerous problem from the libre sensors. I changed to the dexcom due to the negative impact and harm caused by the libre. Snapshots of time can be provided.